Event description:
On (B)(6) 2011 pacing thresholds became high (6 v). The physician made a decision to replace lead. (B)(6), (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).